Event description:
The patient alleged that the equipment was faulty, and that the patient had experienced years of pain and suffering. The patient and spouse further reported that the device was "problematic" and had "an inherent problem", and that the patient is at "death's door." The system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient spouse noted the patient is deceased and alleges the device contributed to the patient death.